Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076-45 lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient was noted to be in an active atrial arrhythmia, but the diagnostics indicated no arrhythmia. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.